Event description:
It was reported that the pt (B)(6) underwent an arthroscopic shoulder decompression and bursectomy procedure using a super turbovac 90, ifs. The physician noted that the audible tone for the ablation and coagulation functions were the same in either setting. In addition, approx 15 mins into the procedure the physician noticed a bright flash coming from the distal end of the wand, followed by smoke. Upon removing the wand from the portal entrance the pt was burned. The burn was approx 1cm x .5 cm in size and was treated with an unk salve and bandages. It was reported that the pt went home three days post-operative.